Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received from the rep on 2017-apr-12. The catheter was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion code has been no longer apply. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained dilaudid with an unknown concentration and dose. It was reported the patient had a loss of pain relief, and that her pump had been flipping. Upon surgery for a pump pocket revision on (B)(6) 2017, it was discovered her catheter had been twisted many times into a kinked ball; the catheter was kinked many times. The catheter was explanted, and a new one was implanted. The physician believed the patient might have been twisting the pump in the pocket. The issue was resolved at the time of the report. The patient weight was unknown. The patient status at the time of the report was alive ¿ no injury. The catheter would be returned for analysis. No further patient complications were reported.

Manufacturer narrative:
Analysis of the catheter found significant twisting that may have affected infusion and damage to the transition tube. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.